Manufacturer narrative:
The reported problem was resolved after troubleshooting with the assistance of olympus technical support via the phone. The user facility determined the cause of the problem was the maj-1430, video cable. After replacing the cable, the reported problem no longer occurred. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an intermittent image was produced when using the olympus, model cv-190, evis exera iii video system center with olympus, model series 180 scopes. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device, the root cause of the faulty scope cable could not be identified. Olympus will continue to monitor field performance for this device.